Manufacturer narrative:
The investigation was just started. The result will be provided after closing the investigation. On-going.

Event description:
It was reported that the device suddenly had a black screen and stopped auto-ventilation during use. Changed to spare device.no injury reported.

Manufacturer narrative:
During on-site checking in follow-up to the event, the draeger technician replaced the pcb mobi (monitor/control panel) and this has reportedly solved the problem. The replaced pcb was available for testing in a laboratory device in the manufacturer¿s lab. However, based on the hardware analysis, no indications for a malfunction were found, there were no hardware error of the replaced board found. Unfortunately, neither was the relevant data (logfile) available. Thus, the case in question could not be reconstructed either. Therefore, the exact root cause for the reported symptom could not be determined. If the display freezes and the screen becomes black during automatic ventilation, integrated monitoring and selection of parameters/ modes is not possible any more. An automatic shutdown of the ventilation mode and switch to the man/ spont mode will be done. An alarm will be given via the secondary piezo signal generator of the power supply. The replacement of the suspected pcb in follow-up to the event reportedly solved the problem; no patient consequences have reportedly occurred.

Event description:
It was reported that the device suddenly had a black screen and stopped auto-ventilation during use. Changed to spare device. No injury reported.